Event description:
It was reported that the wake button on the pump was sticking and unresponsive. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.